Event description:
Customer reported that their blood glucose readings have been dropping to 50 mg/dl and 60 mg/dl since the doctor made adjustments to her settings. Troubleshooting was performed and the drive support cap appeared to be normal. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.